Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose and physical damage to the unit. The blood glucose reading was 498 mg/dl and there is a crack on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.